Manufacturer narrative:
Component code: g03001. The customer reported two (2) issues; decreased magnesium results (reportable) and error code 5623 unable to process test, ict reference solution not aspirated (not reportable). The field service representative (fsr) identified the ict module and ict reference cup as the likely cause for error code 5623. The fsr replaced the mixer to resolve the decreased magnesium issue. No additional discrepant result issues have been reported since the service activity was completed. The mixer was determined to be the likely cause for the reportable event (magnesium) associated with this complaint. Therefore, the mixer, list number 09d59-03 is the subject of this investigation. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined there was no trends identified for the mixer, list number 09d59-03 and for the architect c4000 analyzer, sn (B)(6). Device history record was reviewed identified no non-conformances or deviations related to the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? Noan evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false decreased magnesium result for a patient while running on the architect c4000 processing module. The following data was provided (customer¿s normal range: 1.6 ¿ 2.6 mg/dl):initial result = 0.64 mg/dl, repeat result = 2.16 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.